Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned, therefore an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information. This report is for the first device used on the patient; see MDR no. 3013394970-2018-00726 for the second device reported that was used on the same patient.

Event description:
The user facility reported they while trying to deploy the angio-seal, the angio-seal device broke inside the sheath. The physician then regained access with a stiff wire and attempted to deploy another angio-seal device. The second device deployed inside of the sheath. After the second attempt, the sheath and the angio-seal device were removed and manual pressure was held. The patient was described to have normal illiacs that were free of disease. The access was described to be in the cfa (common femoral artery) with a single stick. The patient was stable and was later discharged. The procedure outcome was successful. Additional information was received on october 19, 2018: the procedure being performed was a pci (percutaneous coronary intervention) with right femoral artery access. A 6fr pinnacle sheath was used prior to the angio-seal. A pre-deployment angiogram was performed. Additional information was received on october 24, 2018: it was reported that while trying to deploy the first angio-seal, the carrier tube assembly snapped inside of the angio-seal sheath. The whole device was removed and a second angio-seal was pulled to be used. While attempting to use the second angio-seal device, it did not deploy properly and the whole device (anchor and collagen) came out of the patient. Manual compression was then held to achieve hemostasis. The reported blood loss was, minimal only a few cc's.